Event description:
Ous MDR - after an implant duration of 1 day a pocket hematoma was observed. Approximately one month later the suture line of the device pocket was unsealed. A pocket infection was suspected. The device was explanted.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to thee clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.